Event description:
On (B)(6) 2013, the patient contacted animas stating when she tried to bolus she was unable to use the up arrow keypad button. The up arrow button was reportedly unresponsive. The patient stated that she was able to use the down arrow keypad button but stated that the arrow buttons were slower at responding than the ok keypad button. The patient denied cleaning the pump and the patient wore the pump underneath clothing. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/17/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the contrast keypad button was found to be intermittently responding to presses. The contrast button has no effect on the pump¿s insulin delivery function. The keypad was removed and contamination was observed under all of the button contacts.